Event description:
Related manufacturer report number: 3006705815-2022-15762. It was reported that the patient's ipg became inoperable after an unrelated surgery where the ipg was not set to surgery mode. As a result, the ipg was explanted and replaced on (B)(6) 2022. During the procedure, high impedances were observed when the lead was plugged into the new ipg so the lead was explanted and replaced as well. Therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.